Manufacturer narrative:
On 06/25/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00027.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 infutronix received a complaint from an user facility representative about an administration set model hs-004 lot unknown. "Set was leaking somewhere on the line." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.